Event description:
A nurse reports during a procedure, the system 'locked-up' and the case could not be completed. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause determination, has not been completed.